Manufacturer narrative:
Correction: aware date should have been nov 29, 2024 not nov 28, 2024.

Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed noise oversensing on the implantable cardioverter defibrillator (ICD). Programming changes were performed to resolve the issue. The patient was in stable condition.

Manufacturer narrative:
Correction: the g3 of the initial report should have been nov 29, 2024 not nov 28, 2024.